Event description:
Patient #3-76 year-old female seen in the ed on (B)(6) 2023 with hypotension/ shock sepsis and pmh of esrd on hd, dm, cad (stent in 2017) gi bleed, pe and fem-pop bypass with aka right limb 3/23. She was received from the hd center due to hypotension. Pervious 2 missed hd sessions. Braden score- 9. Cxr noted diffuse infiltrates/chf/pulmonary edema. Treated with antibiotics and vasopressors. Elevated troponins noted- possible nstemi. Noted episodes of v tach with arrest on (B)(6) 2023 intubated with 7.5 et tube. Non- responsive but revived. Family made patient dnr. Started on cvvhd but continued to decline. Pronounced deceased on (B)(6) 2023 at 12;30 pm. Family vs. Deceased for a period of 2 hours per rn. Et tube removed and noted facial skin tears on left (full circle of device) and smaller skin tear on right.